Event description:
A neurosurgeon reported that during a navigated cranial biopsy procedure, the surgeon took 2 hours to register the patient. The surgeon reported that another patient's name kept appearing on the navigation screen. The surgeon successfully registered the patient and made a burr hole in the skull. The camera did not track the stealth biopsy needle. A neurosurgical fellow was sent by the senior neurosurgeon to the operating room to assist. The neurosurgical fellow scrubbed in and made the decision to increase the incision and make a burr hole over the lesion which was on the navigation screen. As he began to take a biopsy the original surgeon noted it was the wrong patient's scan that appeared on the screen. Both patients had lesions on the same side, so the burr hole had been made on the correct side. The senior neurosurgeon was informed and made his way to the operating room. The senior neurosurgeon and another neurosurgeon then went through the original burr hole and took the biopsy. There was no negative impact on the patient outcome due to the reported event.

Manufacturer narrative:
Patient weight not made available from the site. Investigation of software logs confirmed two exams were loaded via the patient exam screen during the procedure.

Manufacturer narrative:
Correction: conflicting accounts regarding the patient impact were provided initially. It was subsequently reported that there was no impact to the patient and the initial burr hole was used to obtain the biopsy, so no patient injury actually occurred. This issue was a product problem, but not an adverse event as originally reported. A medtronic representative visited the site and tested the system. System passed all performance testing and deemed fully functional. Software log files were gathered off the system and sent in for analysis by software engineering. Findings are as follows: the patient database, which contains all the mapping from internal codes to patient names, was sent to medtronic for analysis. The information provided indicated that during one user session, two patient exams were registered. The first patient was selected and registered, followed by a second patient selection and registration. The second patient was present in the database through the end of the logs.